Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, while working in her garden, the patient observed a cgm reading of approximately 309 mg/dl. She performed a fingerstick blood glucose test, which reportedly showed a value of 367 mg/dl. At that time, the patient reported experiencing sweating, but no other symptoms. Later, the cgm reading reportedly increased to 346 mg/dl. No fingerstick glucose measurement was reported; however, the patient stated that she was unable to reduce her glucose levels. Due to concern regarding the elevated readings, the patient performed a ketone test. Although the specific ketone result was not reported, the outcome prompted the patient to seek medical attention, and her husband transported her to the emergency department. At the hospital, a fingerstick blood glucose measurement reportedly showed 436 mg/dl. The patient was unable to provide the corresponding cgm value at that time. The attending physician reportedly advised that the patient's ketone level was 3.5 mmol/l and was trending toward diabetic ketoacidosis (dka); however, the condition was identified early. Based on the information provided, it was understood that the patient was not diagnosed with dka. The patient was treated with 5 units of insulin and intravenous fluids, and she reportedly administered additional insulin herself. The patient remained in the hospital for approximately 4 hours and was discharged. Prior to discharge, the cgm reading was reportedly 161 mg/dl, while the blood glucose reading was 233 mg/dl. At the time of the report, the patient was reported to be stable and feeling fine. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.